Event description:
It was reported that on (B)(6) 2011, pre-dilatation was performed with a non-abbott dilatation catheter in the mid left anterior descending artery. A 2.5 x 28 promus otw stent was deployed. A 2.75 x 50 promus stent was then deployed proximal to the previous stent overlapping. The stent balloon was deflated and then advanced to cover the proximal two-thirds and re-inflated. Overlapping balloon inflations were performed and the balloon was removed. Angiography was done and the physician elected to post-dilate the distal third of the stent with a non-abbott dilatation balloon to obtain better apposition of the distal stent to the vessel wall and overlapping balloon inflations to cover the entire distal portion of the stented segment were performed. The balloon was removed and repeat angiography was done. Residual stenosis was 0% with timi iii flow. The patient was reported to be in satisfactory condition. On (B)(6) 2011, the patient returned to the hospital with complaints of chest pain and cardiac enzymes were negative. Angiographic assessment was performed and the 2.75 x 50 promus stent was noted to be widely patent. The 2.5 x 28 promus stent was noted to be fractured, but not separated. It was noted that there was another area of potential fracture associated with a 70% stenosis, in an area where there was significant kinking of the vessel with systole, possibly related to the stent fracture as it had not been previously seen. The stent fractures were treated with a non-abbott stent that covered both segments where there were stent fractures. Residual stenosis was 0% and normal flow was noted. Patient condition is reported as fine, with no patient complications. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s. The 2.5 x 28 mm promus is being filed under a separate medwatch MFR number. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additional treatment was used to post dilate the stent. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported. A conclusive cause for the reported difficulties could not be determined.